Manufacturer narrative:
This medwatch is for suspect device in coaguchek xs system. Reference medwatch with (B)(4) for suspect device in coaguchek system.

Event description:
Caller reports testing 3.3 inr on coaguchek xs system and 2.4 inr on her physician's coaguchek s system. No treatment information provided. No adverse event reported. Requested return of suspect system and replacement was sent.